Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. H6: component code: mechanical (g04) - provisional top. No product was returned; however, a picture was provided and reviewed. A visual examination of the provided photograph identified signs of repeated use with nicks and the unit was fractured. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. The reported issue cannot be confirmed. A definitive root cause cannot be determined. The complaint was confirmed via provided photographs. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trial poly fractured during the procedure. No pieces fell into the patient and there was no delay. No pateint harm reported.